Event description:
Per the physician, the patient was experiencing intermittency with device use. It was also reported that the patient had a thick skin flap. Skin flap reduction surgery was completed (date not reported) however, the issue did not resolve. Explant and reimplantation is planned but had not taken place at the time of this report (B) (6) 2010.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with another device. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B) (4): implanted device remains.

Manufacturer narrative:
This report is filed (B)(6), 2011.